Event description:
It was reported from colombia by an affiliate that during an unspecified surgical procedure on (B)(6) 2023 the truespan device 2x pistols were used. At the time the first shot passes, and the second did not as if it had no load there is no implant, when the remaining suture was cut. It frayed only by holding it while the cut was lowered. It did not close meniscus rupture therefore, the implant was not recovered and it did not fulfill its function within the patient. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. D10: concomitant device: truespan 12 degree peek, therapy date: 12/22/2023. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.